Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a skin irritation under the lifevest. The irritation was described as red and raised with some oozing. The patient's nurse recommended the use of a cortisone cream. The outcome of the irritation is not known as follow-up attempts were unsuccessful.